Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause for the foreign material found within the device could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the videoscope was found to have a foreign object on the plate. No patients were involved in this event.